Manufacturer narrative:
The agent reported "(doctor did a hip hemiarthroplasty on this patient on date for a femoral neck fracture. The patient sustained a hip dislocation on. Doctor did a revision hemiarthroplasty. He removed all of the existing components. He changed the femoral stem from a 11 standard linear stem to a 11 lateral linear stem, changed the offset sleeve from a -3.5mm to a neutral and replaced the 50mm unipolar head. The increase in lateral offset and longer neck length stabilized the hip joint to doctor (B)(6) satisfaction)". The previous surgery and the surgery detailed in this event occurred 20 days apart. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to instability.

Manufacturer narrative:
See h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2018-00668; 425-98-011, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.